Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, loop electrosurgical excision procedure, hypothyroidism, eye operation, post-traumatic stress disorder, anxiety, cervical dysplasia and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 2048 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (transvaginal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015. As per mr (B)(6) 2015. Discrepancy noted: removal date. As per argus (B)(6) 2020. As per mr: (B)(6) 2020. Right : 3 coils were present in the cavity after placement. Left : 5 coils were present in the cavity after placement. All. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: a hsg catheter was inserted into the uterine cavity in retrograde fashion followed by injection of water soluble contrast. The patient tolerated the procedure well without any adverse reactions. The uterine cavity appear within normal limits in size, shape, and contour. There is no evidence of intraluminal filling defects. Curvilinear metallic structures are seen in bilateral proximal fallopian tubes consistent with postoperative changes. There was no visualization of the fallopian tubes or contrast spillage. Impression: 1. Status post bilateral tubal occlusion. There is no evidence of contrast spillage. [Pathology test] on (B)(6) 2020: uterus with cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -entirely submitted cervix -no dysplasia or malignancy identified -squamous metaplasia and benign microglandular hyperplasia -endometrium -disordered proliferative endometrium with early secretory change -no complex atypical hyperplasia or malignancy identified myometrium -no diagnostic alteration identified -serosa -focal fibrous adhesions -bilateral tubal stumps -tubal lumen disrupted due to indwelling metal coils identified (gross identification only). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added product insertion and removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.